Event description:
Customer reported, the phalange on the nasal airway is too soft and collapses when attempting to insert. No pt injury reported. Upon review of this file, the decision to file a MDR was based upon, a prior MDR that was filed with same prod family.

Manufacturer narrative:
The device has been requested for eval, but the institution discarded the prod. Detailed root cause cannot be determined due to lack of sample for eval. No DHR review could be done due to lack of lot #. MFR will continue to track and trend for similar incidents.